Event description:
A medwatch report was received with the following event description: the medtronic physio-control edge system fast patch plus packages (3010188-007 and 3010188-06) are very similar to the quick-combo packages (3010188-005). These two different units, however are totally incompatible. These units are used with defibrillators. A mixup could result in significant delay in defibrillation, resulting in adverse pt outcome. Better identification needs to be devised for the packaging in which these units are placed.